Manufacturer narrative:
The investigation is still in process. A supplemental report will be submitted after completion. Please see related MFR reports:1221359-2020-00434 - 1221359-2020-00436.

Event description:
A customer sent a cumulative report of four false negative results with the ID now covid-19 assay. This report represents patient one of four. The customer reported a false negative result from a direct kitted nasal swab of both nostrils with the ID now covid-19 test performed on (B)(6) 2020. Confirmation pcr testing (not specified) from a nasopharyngeal sample generated positive results (CT values not provided). The customer reported that the patient was symptomatic and experienced the following: sore throat, runny nose, muscle aches, and headache. Additional patient information including impact, delay, treatment and outcome was not provided. The ID now covid-19 product insert indicates that negative results should be treated as presumptive and tested with an alternative FDA authorized molecular assay, if necessary for clinical management, including infection control. Negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information. Additionally, the ID now covid-19 product insert includes a limitation that false negative results may occur if a specimen is improperly collected, transported or handled. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. Due to the risk of a potential false negative result leading to no or delayed treatment, this event shall be considered reportable.

Manufacturer narrative:
Follow-up information received from the customer on 17 december 2020 provided the lot number. The customer also confirmed there was no death or serious injury based on the ID now covid-19 assay. Testing was performed at abbott diagnostics (B)(4) inc. On retained kit lot 1005159 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing batch records and quality control release testing for kit part number 190-000 / lot 1005159 and test base part number 190-430 / lot 1005159 were reviewed. This lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1005159 showed that the complaint rate is 0.002%. Abbott diagnostics (B)(4) inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient samples. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration.